Event description:
It was reported that the patient presented for follow-up. Upon review it was discovered that there were episodes of atrial lead noise leading to inappropriate mode switch which inhibited pacing on the implantable cardioverter defibrillator and the right atrial lead. No intervention was performed. There were no patient consequences.